Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha, wi facility as part of a (B)(4) lot in october of 2020. Evaluation of the returned instrument shows that the jaws are loose and misaligned and bent to one side of the bent/damaged outer tube assembly. Further evaluation shows that the jaw pivot pin is pulled thru one side of the damaged outer tube assembly thus we are able to validate this complaint. There are no missing components on the returned instrument. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) is bent , and its fingers are both damaged where they engage the jaws. We are unable to determine what caused the drive rod fingers to become damaged and for the jaws to become loose and misaligned and for the outer tube assembly and drive rod to become bent/damaged but mishandling of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
We were ready to clip the cystic duct using appropriate clips on appropriate clip applier and while the first clip was applied the applier made a noise and then we saw the tip of it broken. We asked the provider to replace the applier and they gave us a different one.

Manufacturer narrative:
Qn#: (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
We were ready to clip the cystic duct using appropriate clips on appropriate clip applier and while the first clip was applied the applier made a noise and then we saw the tip of it broken. We asked the provider to replace the applier and they gave us a different one.